Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. It was noted that the issue resolved and the device was able to be paired. There were no patient consequences.